Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was unresponsive. The battery of the insulin pump was reinstalled to no avail. No additional information was provided.

Manufacturer narrative:
Pump was received with intermittent button response due to the flattened buttons dome switch. Unit had cracked lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.